Event description:
It was reported that black particles were found inside of the "rubber" of a small volume intermate. This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between january 27, 2014 ¿ january 29, 2014. Evaluation information: the sample was received for evaluation. A visual inspection identified that there was a black particle. The particles were determined to be a deposit of a secondary amide based adhesive containing adherent paper fibers and aluminum particles during a spectroscopy analysis. The cause of the particles is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.